Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and drive support cap sticking out. The customer¿s blood glucose was 170 mg/dl. Customer reports the drive support cap was protruded. Customer advised to the insulin pump will need to be replaced and to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube threads, end cap broken off and loose drive support disk. Unable to perform displacement test, basic occlusion test, occlusion test, prime/a33 test due to end cap broken off.